Event description:
The surgeon was performing a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). While instructing a surgical resident, the resident bumped one of the bone tracking arrays. This issue was observed, and the mako representative present at the case suggested that the surgeon record the checkpoint value to check accuracy before proceeding. The surgeon declined to recapture the checkpoints, and decided to change his surgical workflow. After completing acetabular bone registration, the surgeon was unable to ream because the rio was impinging on the pt's soft tissue. The surgeon chose to ream manually. The surgeon checked the pelvic checkpoint, and numbers were not within accuracy specification. The mako representative explained that the system accuracy numbers would be out of specification, but the surgeon proceeded to measure the cup placement using the rio. After multiple adjustments, the measured cup placement was measured to be 44 degrees version and 15 degrees inclination. The surgeon liked this placement, and finished the case.

Manufacturer narrative:
As part of normal compliant follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is currently ongoing. Results are not currently available at this time. A supplemental will be submitted as soon as the investigation has been completed.